Event description:
Philips received a complaint from the customer on the v60 indicating that the device is down due to two alarms that would not clear. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer that the latest version of the service manual is version r. The customer tested out the unit with the bi-pap test connector and confirmed the unit was logging error code 1203, alarm message: low leak-co2 rebreathing risk. The rse then advised the customer to order and replace the v60 flow sensor assembly, but this part was on backorder. The rse also advised the replacement of the gas delivery system (gds). The customer ordered and replaced the gds to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.